Event description:
It was reported that the patient experienced pain over the pocket site of their implantable neurostimulator (ins) while charging so they stopped recharging. The ins was reported to be in an overdischarge (od) condition. The patient was given several options which included moving the ins battery site to the buttock or lower flank, or in the stomach area. The patient just wanted the device removed and stated that ¿this is not a reflection on how the product was working. I just want it out¿. The ins system was explanted on (B)(6) 2015. On follow up, the patient status was reported as recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).